Event description:
On 3/4/02, nidek, inc. Learned of the following event from a cdrh medwatch report rec'd from golf surgical center. A nidek microkeratome, model mk-2000 was used to make the corneal flaps as part of a bilateral lasik procedure. Both eyes rec'd corneal abrasions after the keratome pass. Seperate keratome blades were used on each eye.